Manufacturer narrative:
The explanted lens was returned for evaluation on folded white foam material in a biohazard bag. The optic is torn/cut into pieces typical of a lens removal. The optic edge has an additional broken area. The optic edge has small split/cracked areas. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of "residual myopia". The lens was returned in pieces, typical of a lens removal. The power and resolution of the returned lens could not be evaluated due to the optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The explant was due to the patient had residual myopia. The 10.0 diopter lens was replaced with a 09.0 diopter lens. The difference diopter between the original implant and the replacement lens may suggest that the replacement lens model and diopter was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, it was explanted due to residual myopia. Additional information has been requested.